Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005, indicating an open circuit condition. The patient was admitted to the hospital where further troubleshooting was planned. At this time, this ICD system remains in service and there were no adverse patient effects reported. Additional information provided indicates the revision procedure is scheduled within a week.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005, indicating an open circuit condition. The patient was admitted to the hospital where further troubleshooting was planned. At this time, this ICD system remains in service and there were no adverse patient effects reported. Additional information provided indicates the revision procedure is scheduled within a week. Additional information provided indicates the ICD was explanted. The right ventricular (rv) lead was surgically abandoned in the same surgical intervention and the device system was replaced for non-boston scientific products. No additional adverse patient effects.